Event description:
Device appears to be undersensing on atrial lead on stored egms. Phrenic stim on ra at>2.3v@0.5ms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).